Event description:
The micro sagittal saw was sent in for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
The original device serial number is unknown, without the serial number the device manufacture date cannot be determined. Corrosion damage was noted within the internal components of the device.